Event description:
E3 error flashed during the procedure with 3 different probes. A bovie unit was brought to the case for completion. No pt injury was reported but the procedure was delayed over 30 minutes. This device is used for treatment.